Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2111 scope would not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the inner rim of the eye piece was peeling. There was some evidence of blood. Sent to schoelly for eval on (B)(6), 2011 - complaint confirmed. Device appears to have been processed in a manner inconsistent with its labeling, most likely sterrad nx, resulting in a film covering the distal window. Device shows signs of normal wear and tear. Internal file number - (B)(4).